Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was displayed service code 204 (belt/ monitor unusable), service code 105 (pulse test fault) and failed incoming functional testing. The cause for the failure was the u409 can transceiver on the computer/ analog board and the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted. The root cause for the shorted components could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.